Manufacturer narrative:
(B)(4). Device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was received bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, and kinks in the distal shaft located 1.5 cm and 21.5 cm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jan-2018. It was reported that the shaft was kinked. A guidezilla¿ guide extension catheter was selected for use for a procedure in the left anterior descending artery. During preparation, it was noted that the shaft of the guidezilla was kinked. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable following the procedure. However, device analysis revealed a partial separation at the collar.